Event description:
It was reported that 2 bd safetyglide¿ needles had open blisters, and 2 needles had illegible expiration dates on their labels. All defects were found prior to use in lot# 0002418. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "15 pieces with dirt in the blister: 2 pieces with hair in the blister; 2 pieces with defective (open) blister ; 5 pieces missing in one carton (empty blister)." "Expiry date not readable."

Manufacturer narrative:
H6. Investigation: no sample or photos were available for evaluation. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 0002418 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Since no samples displaying the reported condition were received a potential root cause could not be defined and no corrective actions are necessary at this time. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 2 bd safetyglide¿ needles had open blisters, and 2 needles had illegible expiration dates on their labels. All defects were found prior to use in lot# 0002418. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "15 pieces with dirt in the blister, 2 pieces with hair in the blister, 2 pieces with defective (open) blister , 5 pieces missing in one carton (empty blister)." "Expiry date not readable."